Event description:
Patient had four zephyr valves implanted in the left lower lobe on (B)(6) 2020. On (B)(6) 2020 the doctor was observing the valves and noticed some bumps proximal to the valves that appeared highly vascular. Biopsies were taken and electrocautery was used to achieve hemostasis. Three of the valves were removed due to suboptimal placement.